Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple appropriate shocks during a ventricular storm. A power on reset was noted to have occurred and the device was able to be reprogrammed. The device was noted to be a recommended replacement time and a replacement was planned. The device was explanted and replaced. The right ventricular lead was noted to have a threshold increase and a insulation problem was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.